Event description:
It was reported, due to wound healing problems post operatively, the ipg, four leads, and two extensions were explanted. The devices were disposed of by the hospital. The patient remains at home for wound healing. Re-operation is planned for (B)(6) 2011.

Manufacturer narrative:
(B)(4).